Manufacturer narrative:
Date sent: 01/14/2009. Device was not returned for eval.

Event description:
It was reported that during a gastric band procedure, the one-way valve popped off while pulling the catheter out the abdomen. It was retrieved without any impact to the pt.